Manufacturer narrative:
Pt is 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure crossing difficulties and stent damage occurred. The target lesion being treated was located in the left anterior descending (lad). The physician could not cross the lesion with a 3.0/20mm liberte stent. After withdrawing the stent outside the pt's body, it was noted that there were deformities found on the stent struts. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "stable".